Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd syringe with bd luer-lok tip there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Fifteen syringes were returned for evaluation in sealed packaging. Original failure was not returned, defect could not be confirmed. Samples were leak tested per it21 and no failures were found. While definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A CAPA (corrective action preventive action) (B)(4) has been initiated to investigate this failure mode. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.